Event description:
Customer  reported identifying an adapter in the "early" stages of melting of the o2 port.  This customer identified that while in use for a period of time, the o2 port tends to become soft and deform.   Customer stated she changed them during routine CPAP checks and the patient was never aware of the melting/deformation.  The customer advised there was no patient impact related to this report.

Manufacturer narrative:
(B)(4). Evaluation summary: no sample was available for evaluation. A production record could not be performed as the lot number is unknown. In a similar report, it was confirmed through teknor apex analysis, that the deformed port was exposed to dehp. The deformation is caused by long term use with the pvc connector. This failure reported is not caused by manufacturing personnel; this type of defect is caused during long-term contact of the two plastic materials during product usage. As this is not due to a manufacturing process, we were not able to assign any corrections to the manufacturing process to prevent these issues going forward. As this is a disposable product, long-term contact of the materials is not intended and a project has been opened to implement a labeling change indicating the risk of this failure with long term contact between these materials.

Manufacturer narrative:
(B)(4). Sample was discarded by respiratory therapist during routine check of CPAP machine. Upon completion of our investigation, a follow up report will be submitted.